Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a lead safety switch (lss) due to high out of range right atrial (ra) pace impedances measuring greater than 2,000 ohms. There was noise and oversensing noted in both unipolar and bipolar configurations with isometrics. The patient had an instrinsic rhythm and the p-waves can been seen during inappropriate mode switches. The physician chose to leave the patient in a bipolar sense configuration with sensitivity set to 1.5 millivolts. The patient will continued to be monitored at this time.